Event description:
In (B)(6) 2007 I had a "monarc" mesh sling placed by my ob/gyn doctor. He said they have been very successful approximately 98 - 100% of the time for stress urinary incontinence and what I was experiencing for several years. I think the mesh did not stay in place and it has not helped at all, in fact my condition has worsened and there is an irritation in my pelvic area almost all of the time (like a uti or pelvic pain). I not only have stress incontinence now but due to irritation I also have wetting accidents that are most embarrassing! I feel like my muscles have been ruined in the pelvic region. I have more urinary problems than I had before the procedure and pain (post-op) also. Also, I was diagnosed with stage 2 colon cancer (sigmoid-lower) 2 years later with no risk factors/low risk. I wonder if the mesh material dissolved or reacted internally and released toxins to cause this, or eroded into the tissue (colon). In conclusion, I think the monarc subfascial hammock by ams that I received was made of questionable stability and/or defective components, and was a total therapeutic failure which lead to complications and pain that I am living with now (4 years later). I do not know how this issue can be resolved either! (Possible surgery(ies) to remove the mesh?) Might worsen the situation. A friend told me about the FDA recall and warnings with "meshes" and I researched my brand and discovered why I have been having these problems. Hence, this report is approx 4 years after the medical device placed in me.